Manufacturer narrative:
A visual examination of the returned device revealed that the catheter working length was twisted and that the tip was split. An evaluation of the sphincterotome guidewire interface was noted that the wire could advance halfway through the lumen, then it became difficult to advance through the remainder of the lumen. Examination of the lumen revealed guidewire coating in the ID of the extrusion. The most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation in 2008, that a jagtome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed five days prior, (patient age, gender and weight unknown). According to the complainant, "it was difficult to advance the jagwire into the device." No patient complications were reported as a result of this event.